Event description:
Synergy china registry. It was reported that acute left ventricular failure occurred that required additional intervention. In (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 99% stenosis and was 70 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm and 3.50 x 38 mm synergy china stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 95% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 x 32 mm synergy china stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the patient was diagnosed with acute left ventricular failure and was hospitalized on the same day for further treatment. In (B)(6) 2023, the patient was referred for coronary angiography which revealed 99% stenosis in the middle lad. The 99% stenosis which had the previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization,). Medication was also given to treat the event. Post intervention, the residual stenosis was noted to be 10%. Seven days later, the subject was discharged on aspirin and ticagrelor. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2023, the subject presented with symptoms of ischemia and was diagnosed with myocardial infarction (mi). An electrocardiogram (ECG) was performed and cardiac enzymes were noted to be elevated consistent with protocol definition of mi. Location of mi was anterior (septal) and was non-q wave mi.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
Synergy china registry.it was reported that acute left ventricular failure occurred that required additional intervention.in (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 99% stenosis and was 70 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm and 3.50 x 38 mm synergy china stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 95% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 x 32 mm synergy china stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor.in september 2023, the patient was diagnosed with acute left ventricular failure and was hospitalized on the same day for further treatment. In october 2023, the patient was referred for coronary angiography which revealed 99% stenosis in the middle lad. The 99% stenosis which had the previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization,). Medication was also given to treat the event. Post intervention, the residual stenosis was noted to be 10%. Seven days later, the subject was discharged on aspirin and ticagrelor. The event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
Synergy china registry. It was reported that acute left ventricular failure occurred that required additional intervention. In (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 99% stenosis and was 70 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 38 mm and 3.50 x 38 mm synergy china stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. The target lesion 2 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 95% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.00 x 32 mm synergy china stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the patient was diagnosed with acute left ventricular failure and was hospitalized on the same day for further treatment. In (B)(6) 2023, the patient was referred for coronary angiography which revealed 99% stenosis in the middle lad. The 99% stenosis which had the previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization,). Medication was also given to treat the event. Post intervention, the residual stenosis was noted to be 10%. Seven days later, the subject was discharged on aspirin and ticagrelor. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2023, the subject presented with symptoms of ischemia and was diagnosed with myocardial infarction.